Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Awaiting device return.

Event description:
The sales rep reported that during a knee repair that the tip of the customer's hex head screw driver, 2.5 broke off in the head of the screw upon insertion. The surgeon removed both the screw and the broken tip from the patient, leaving nothing behind. The surgeon completed the procedure with another like device with no patient consequences or delays.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the entire distal end where it tapers off from the shaft is broken. This failure indicates excess abuse of the device and can be attributed to user technique issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A search was performed for this product code in complaints system and there were no similar failures in the last one year. This is an anomaly and indicates excess force was applied while using the device. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.